Event description:
The hcp reported the "pump not working properly." The catheter flushed properly, but the intended drug would not come out of the pump. When checking the flow rate, the residual volume was equal to the original pump volume. The pump was explanted and replaced and returned to the MFR for analysis. No pt injury was reported.